Event description:
It was reported that this implantable pacemaker was explanted due to exhibiting high out of range pacing impedance measurements and high pacing thresholds. It is suspected that a lead fracture was the root cause, however, it was not confirmed. Another device was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to exhibiting high out of range pacing impedance measurements and high pacing thresholds. It is suspected that a lead fracture was the root cause, however, it was not confirmed. Another device was implanted instead. No further adverse patient effects were reported. This device is not expected to be returned.

Manufacturer narrative:
Additional information was added.